Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was confirmed that the device had declared a code for an open circuit condition during a shock. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead from another manufacturer delivered therapy for ventricular fibrillation (vf) and therapy was exhausted. At a device check it was found that the device and rv lead had exhibited high out of range shock impedance measurements and a code was noted for an open circuit condition during a shock. Boston scientific technical services (ts) discussed this code generally indicates an issue with the shock lead or the lead connections to the device and suggested checking the shock vectors, considering x-ray, and testing the lead integrity with commanded shocks. The patient was brought in for testing, and 41 joule shocks were successfully delivered in all three configurations resulting in normal impedance measurements. Device data was sent in for analysis and upon review it was concluded that the code could have been due to an impedance issue or some malfunction of the device hardware. A revision procedure took place and this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.